Event description:
Additional information was received that the primary cause of death was worsening heart/organ failure ultimately leading to pulseless electrical activity arrest. The patient did not have sepsis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Correction.

Event description:
It was further noted that a replacement device system was implanted on the opposite side on (B)(6) 2014. The patient died 10 days after the replacement system was implanted. However, the death was not related to the new device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient presented with pocket dehiscence after the device was implanted. Wound cultures grew (B)(6). Blood cultures were (B)(6); there were no signs of a systemic infection.

Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. Additional information was received that the patient had presented to the emergency room and was admitted for a possible pocket infection and decompensated heart failure. The device site was draining serosanguineous fluid and a small amount of pus. The patient was afebrile and complained of increased swelling of the legs and abdomen for the past 5 days with nausea, vomiting and shortness of breath at night. The patient¿s laboratory work revealed worsening renal function as well as increasing transaminases. The patient was also noted to have acute altered mental status. A head CT scan was concerning for a small subarachnoid hemorrhage. There was concern for ongoing low flow state. The patient became febrile the following morning and given the concern for worsening septic and low flow state, he was transferred to the ccu. On arrival to the ccu, the patient was hypotensive in the 60s/40s and was started on peripheral dose levophed and vasopressin. A temporary pacing wire was placed via the right internal jugular vein and a right radial arterial line was placed. The patient was noted to be in a completely paced rhythm. Soon after the patient became increasingly short of breath and altered mentation with increasing oxygen requirements. The patient subsequently became bradycardic and was pulseless. CPR was initiated. The patient was empirically treated for hyperkalemia with subsequent potassium check of 6.1. After approximately 5 rounds of CPR, the patient remained pulseless and telemetry showing a paced unperfusing rhythm. The patient was pronounced dead. The patient was enrolled in the product surveillance registry.